Manufacturer narrative:
Analysis received the unit with blank display and constant tone alarm due to corroded electronics assembly. Also, corrosion was found on motor home switch. There was an unexpected vibration noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. He stated there is fluid under the lcd display. He stated the insulin pump was not dropped. He stated the screen went blank on the insulin pump and a constant tone was occurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.